Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had deep scratches on screen and peeling off of the keypad. The customer's blood glucose value was 164 mg/dl. Customer stated that they could not read the display. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and p-cap/reservoir locked properly in place. Insulin pump received with scratched case. Insulin pump received with minor scratches to the display window. Insulin pump received with peeling keypad overlay.